Event description:
6'3"; 250 lb male with dx of advanced osteoarthritis for which he has had arthroplasty of both the right & left hips. His right hip arthroplasty (total, cemented type) was done on 10/21/96. C/o recent right hip instability for which a rivision was done 3/2/98. The surgeon notes "large amount of scar tissue around the joint". An aceptabular cup and head were replaced. Previous cup noted to be retroverted & more vertical than initially.